Event description:
Customer alleged that they had two samples test as positive for hcg in march. Customer stated that the physicians asked that the samples be retested. Customer stated that the samples resulted as negative upon retest. Field service engineer evaluated the instrument and could not duplicate the issue.